Event description:
It was reported that ¿some months/weeks¿ after their initial implant the patient ¿lost paresthesia in the pain area.¿ the patient experienced ¿pain¿ and ¿less than 50% therapy relief¿ at that time. The patient was initially reprogrammed in an attempt to resolve the issue, however there was ¿no success¿ following the reprogramming. X-ray examination of the patient was then conducted and ¿showed a complete lead migration¿ of ¿approximately 10-15 cm of distance.¿ it was noted that both the patient¿s lead and anchor remained intact at that time and that the ¿anchor was stuck at the same place as at implant (in the muscle fascia), so the lead had performed the migration inside the anchor.¿ the patient¿s lead and anchor had initially been implanted with the anchor ¿sewn in the muscle fascia with great success.¿ it was noted this had been confirmed with an x-ray from directly after the implant procedure. The patient¿s lead and anchor were replaced as a result of the event. Following the replacement procedure the patient was receiving ¿good and effective therapy.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the anchor found the anchor had migrated. The anchor was unable to be moved and was secure on the lead. The anchor migrated to the distal end of the lead and was measured 8.6-11.1 cm from the distal end.

Manufacturer narrative:
Concomitant products: product ID 97791, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type accessory; product ID 977a290, serial # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.